Manufacturer narrative:
It has been communicated that the device is not available for eval. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided, a review of the mfg records have been reviewed and they revealed that the device conformed to all mfg and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for eval this complaint will be re-opened and investigated. Based on this eval, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Customer reported that (procedure was stripping greater saphenous vein). The stripper head appeared to have pulled the tip of the stripper wire off and the wire came out. There was no apparent injury or delayed noted.